Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff allegedly observed broken/loose cables on the maryland bipolar forceps instrument. The surgical staff also claimed that the instrument was not articulating correctly. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint that the instrument had a broken cable was confirmed. The instrument's pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing of the instrument passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.